Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter alleged that the cs 078 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: call service 078 alarms were observed in the black box and alarm history. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms being duplicated. Unrelated to the initial allegation, the battery compartment was cracked along the side of the pump. The case was cracked near the top right corner of the display. There was moisture visible in the display. A leak test verified that there was a leak in the battery compartment as well as at the crack in the case. The pump was opened and moisture damage was found inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.